Event description:
It was reported that the insulin gauge was static and inaccurate. Customer continued to use the pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.